Event description:
It was reported a piece of wire broke off during a lead revision.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v344591, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4).